Manufacturer narrative:
Please ignore 0001822565-2017-04702-1 as this report was filed in error. There has been a found serious injury as a result of this malfunction, therefore this event is in fact reportable. Complaint sample was evaluated and the reported event was confirmed. The stem was implanted and the only affected polybag was returned and from the evaluation of returned polybag, it was determined that there are black marks in the bag and one of the seams is cut halfway down. The bag was sent to sem analysis for identifying elements in the black stain on polybag. Per sem analysis "eds analysis of the black stain on the ldpe bag revealed c, n, and o as major elements in the spectrum. The ldpe bag was gold sputtered and stuck on to copper tape to facilitate sem/eds analysis. Therefore, the elements au and cu identified in the eds spectrum are considered not part of the black stain on ldpe bag". DHR was reviewed and no discrepancies relevant to the reported event were found. It was determined that the root cause was due to the packaging not being designed to withstand the wear of multiple transits found in systems such as the loaner pool. So the root cause can be design deficiency and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a black stain was found attached to a sterile plastic bag. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon product return evaluation it was found that the product was made within spec. Therefore, this malfunction has not been previously reported nor likely cause or contribute to an adverse event. Therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends